Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On an unknown date, the patient's mother reported that her 05-year-old daughter was recently diagnosed ((B)(6) 2022) with type 1 diabetes. She was currently on infusion set. Two weeks ago (from the day of this report), she experienced extremely high blood glucose levels right up to 33 mmol/l. The patient's parents carried out all the normal pump checks and changed sites, cannulas and turn wise we inserted the cannulas on her body. Until that weekend, the patient did not experience any problems with the cannulas. Her ketone level got so high that weekend (around 2.8 mmol/l) and so they went straight to the hospital due to high risk of diabetic ketoacidosis. Further, they ended giving up on the pump and used a pen to inject insulin into her. On monday, the patient's mother spoke with the diabetic team who told me there seemed to be some issue with the cannula that other people had experienced as well. After speaking to the diabetic team on monday, the patient's mother removed all the three sets that were left of the cannulas on her daughter's body and every one of them was bent, nearly completely bent flat as well. Just like the diabetic nurse had said the other people had found as well. Today, her daughter had a cannula put on at 06:00 pm, when we did a normal pump change and now, its 11:59 pm, they have had to insert another cannula into my daughter while sleeping as her blood glucose was going so high again. We have had to find another site on her small body to put another cannula in. Her blood glucose level was getting continually higher despite corrections and so we made the decision to change the site and insert a new cannula. When the mother removed the cannula that had been put on her at 06:00 pm, again the plastic needle was completely bent flat. There had obviously been no insulin going into her. As a result, her ketones had crept up to 0.8 mmol/l and we have had to pen inject her again to bring them down. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.